Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter opened by the account and three photos provided by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Engineering's visual inspection of the subject adapter and the media provided by the account noted that there was a crack in the adapter housing above the button that continued below the button. Engineering's functional evaluation noted that the instrument fired properly with pmv test instruments. However, the reported conditions of instrument broken and sluggish button were confirmed. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested due to a crack in the adapter housing. A review of the device history record indicates this devices lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be misuse of the product due to handling rough. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
Tracking number: (B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during an esophagectomy, the customer noted a crack near the unload button of the adapter. The unload button does not work. The event occurred prior to the procedure. The procedure was completed with another device. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.